Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt1694 showed five other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in finland.

Event description:
It was reported customer has insert powermidline on the patient and after a while there has been thrombosis symptoms and after ultrasounding they have found big thrombosis on the vein.